Event description:
Additional information was received noting that prior to receiving the previously reported battery replacement, the patient was admitted due to status epilepticus . No other relevant information has been received to date.

Event description:
Patient had a generator replacement unrelated to the increased seizures. Explanted generator was returned for analysis and the device performed according to functional specifications. No additional relevant information has been received.

Event description:
The patient was reported to have an increase in seizures and ems was called. Patient generator was checked and no issues were observed. No additional relevant information has been received to date.